Manufacturer narrative:
H10: the lot number for the reported malfunction was provided, therefore, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation is inconclusive for the reported fracture and positioning failure. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H10: the catalog number identified in section d4 has not been cleared in the u.s. But, it is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code for the fluency plus endovascular stent graft products are identified in d2. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fvl08060 fluency stent graft allegedly experienced fracture and positioning failure. This information was received from one source. The one reported malfunction involved one patient with no consequences. The age, sex and weight of the patient was not provided.

Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation is inconclusive for the reported fracture. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use. The catalog number has not been cleared in the u.s., but, it is similar to the fluency plus endovascular stent graft products that are cleared in the us.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fvl08060 fluency stent graft allegedly experienced fracture. This information was received from one source. The one reported malfunction involved one patient with no consequences. The age, sex, and weight of the patient was not provided.